Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage electronic assembly. Also received with moisture damage on the motor, battery tube, and keypad assembly. No moisture damage found on the vibrator assembly noted. Unable to verify button error alarm, no button response complaint, and perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test due to blank display. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, scratched reservoir tube window, and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. He could not clear the alarm. The customer's blood glucose level was very high. The customer was going to the hospital. The insulin pump was exposed to moisture. Customer's blood glucose level was 165 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.